Event description:
It was reported that blood was observed in the suk line during the cooling phase. Additional information was provided on (B)(6) 2013 to clinical field specialist from charge nurse indicating that the primary cause for hospitalization and need for ivtm therapy was due to cardiac arrest. Sequence of events are as follows: the icy catheter was inserted into the femoral vein, whereby insertion was smooth. The ivtm console was on stand by mode at this point because the patient coded several times and also had other multiple issues. Patient went for a CT scan and coded on the way back to the unit. After this cardiac arrest, manual CPR was performed and patient stabilized. The thermogard was then started in max mode to cool for hypothermia. Patient temperature at the time of the ivtm therapy was 36.5°. Target temperature was 33°. No difficulties were noted until 3 1/2 hours after in run mode. Blood was noted in the catheter teal lumens and was backing up into the tubing. Fluid leak was observed. Air trap error "saline bag empty" alarm was observed. Per the charge nurse, patient was on disseminated intravascular coagulation (dic). Large amount of blood products were given through a second central line that was in place. Per charge nurse no pressurized transfusions were given through the icy catheter central line. Patient arrested twice, stabilized, then care was withdrawn. No intervention was provided. Subsequently the patient expired. In dwell time for the catheter was 5.5 hours. The ivtm did not contribute to patient's death. Additional information was provided to clinical field specialist on (B)(6) 2013 from critical care nurse indicating that the patient's cause of death has not been formally identified, the chart states that the patient was d/c from the ventilator with the family at the bedside and that the patient was unresponsive and pupils were fixed. Zoll clinical field specialist, spoke with the nurse that took care of this patient who confirmed that the patient was terminally weaned from the vent. The critical care nurse informed that ¿the patient condition prior to the balloon breaking was critical as he had arrested several times¿. The confirmed date of death was (B)(6) 2013. There was no autopsy performed as family declined per the nurse.

Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.